Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the display of a spectrum pump malfunctioned. The physical screen was undamaged, but the image did not show. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported issue was reproduced. Evaluation found a blank screen with the backlight on upon power up. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the liquid crystal display (lcd). The lcd will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.